Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was not working. The customer¿s blood glucose value was unknown at the time of incident. The customer was also reported that battery cap had no finding. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and active current test. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed.